Manufacturer narrative:
The devices associated with this report were not returned. A depuy france supplier reviewed the device history records for the cup and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the screw was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix c. Territory office communicated no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken inferior metaglene screw. Bone scan showed metaglene loosening; however, during revision, all metaglene screws were removed and metaglene fixation was stable (was loose). Poly wear was also reported. (Left shoulder).